Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
It was reported the customer had a low blood glucose event that required the paramedics to be called. Customer's blood glucose was unknown at the time of incident. The customer did not provide any details of the event. The insulin pump will not be returned for analysis.